Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2014 with the following findings: a glucose meter was not returned with the pump. Review of the black box data revealed the last basal delivery and the last bolus recorded on (B)(6) 2013. The pump was successfully paired with a test meter s/n (B)(4) on channel 15. An ez-carb bolus was calculated using 30 grams of carbohydrates and an insulin-to-carbohydrate ratio of 1:10; the meter successfully calculated and delivered to the pump a 1.3 unit bolus. The total daily dose history was accurate when comparing delivered basal and bolus amounts. Only typical usage alarms were observed in the alarm history. The pump was exercised for 29 hours without issue. No alarms occurred during testing. Investigation was unable to identify any pump/meter malfunction.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the patient¿s blood glucose (bg) dropped to 37 mg/dl with shakiness. Information regarding how the patient was treated for hypoglycemia was not provided. The patient was administered a bolus of 1.3 units insulin as calculated by the meter to cover for food consumed. The reporter stated the correct bolus amount to cover for food should have been 1.0 unit. The reporter alleged the additional 0.3 units of insulin caused the patient¿s low bg. During troubleshooting by animas customer support, it was noted that the advanced settings change dramatically at 2:00 pm. It appeared that the carbohydrate intake amount and bg value were put in meter prior to when meter received the new 2:00 pm settings from the pump. This may be due to the communication occurring between devices every 3 minutes. Bg testing in meter was at 2:01 pm, close to the time of when the advanced settings would change. Replicating the issue confirmed that the pump would calculate a bolus of 1.3u up until 2:00 pm with the given carbohydrate amount and bg value. After 2:00 pm, the pump would have calculated a bolus of 1u. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy resulting from inappropriate settings in the pump.